Event description:
Patient was in procedure room having a svt ablation done with dr. Internal pacing is done as part of the ep procedures. The micro pacer screen was cutting in and out and eventually at the end of the procedure not working. Procedure did complete and patient went to recovery. Biomed called and responded. Next procedure had a delayed start to fix equipment. Micro pace monitor keeps turning off. Manufacturer response for cath lab, single plane, panel detector(brand not provided) (per site reporter). Manufacturer swapped out monitors.